Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was in the 200s mg/dl. The customer disconnected from the pump and was using insulin pens to manage diabetes. The customer declined tandem technical supports offer to troubleshoot to determine a possible cause of the occlusion.